Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead impedance warning was triggered. The lead exhibited high pacing impedance and high thresholds. It was noted that the physician felt the high impedance was due to scarring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.